Event description:
The suspect meter exhibited variation in test results when compared with the lab. The following test results were reported: inratio = 2.3, lab = 1.8 patient will follow up with his physician. Further follow up required.